Manufacturer narrative:
(B)(4). The biosense webster, inc. Failure analysis lab received the device for evaluation. The returned device was visually inspected upon receipt and reddish material was found at the pebax area. Per this condition, a scanning electron microscope (sem) testing was performed over the pebax area of catheter and evidence of scratching and a pinhole was found in the pebax area. It is possible that an unknown object hit and ruptured the pebax. After, the catheter was tested for electrical performance, temperature response and generator compatibility and it was found within specifications. Finally, an irrigation test was performed and the catheter passed. No occlusion was observed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint has been verified. Based on available analysis results; the root cause of the pebax damage cannot be identified whether the issue is related to an internal or an external cause.

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a smart touch unidirectional catheter. Initially, it was reported that there was blood under the irrigated tip of the catheter discovered after the procedure. There was no visible damage noted to the tip of the catheter. There was no difficulty experienced while maneuvering the catheter or during withdrawal. The sheaths used were the sl1 8.5 fr was in the left atrium and the sro 8.5 fr was in the right atrium. The procedure was completed with no patient consequence. This reported issue was assessed as not reportable as there was no integrity issue reported to the tip of the catheter. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, was remote. The biosense webster failure analysis lab received the product for analysis on november 14, 2016. The pebax had reddish brown material inside with a scratch near the pu margin on the proximal side of electrode ring #1. No integrity issue was visualized. This initial lab finding was assessed as not reportable as there was no integrity issue visualized to the pebax. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, was remote. During further investigation on november 28, 2016, the spectrum electro magnetic (sem) results show that the external surface of the pebax exhibited evidence of scratching and a pinhole. The scratch remained assessed as not reportable. The pinhole was assessed as a reportable malfunction as there was damage to the pebax integrity which could cause the foreign material to travel into the blood circulation. The awareness date of this issue was november 28, 2016.